Event description:
The account alleged the siderail release latch is not working.

Manufacturer narrative:
The tech found the siderail latch bolt was missing which prevented the siderail from latching. The tech replaced the latch bolt to repair the stretcher.